Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specs.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. Within five minutes of treatment, the dialysate effluent was noted to be pink. Estimated blood loss was 300 cc's. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.